Event description:
A doctor in a (B)(6) reported that during an operation, a bleasesirius anesthesia machine backbar valve did not open correctly and anesthetic gas was not delivered correctly to patient. The doctor confirmed that there was no patient injury.

Manufacturer narrative:
Spacelabs is investigating the reported failure of the backbar valves returned by the customer. At this time, we are attempting to reproduce the reported symptoms and identify the root cause. We will provide a supplemental report once our investigation is complete.